Manufacturer narrative:
This is an initial report. The prod has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Foreign dist reported that the unit of measure setting of their locked freestyle meter was able to change from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.